Event description:
From staff: pa [pulmonary artery] cath temp probe failed. Unable to obtain cardiac outputs in a critical ill post cardiac surgery pt. Pa cath was placed 2 days prior in the cardiac or. This product is a sub for the edwards pa caths that were leaking. Catheter malfunction; with our repeated failures of pa catheters s so we are unable to obtain cardiac outputs we should work towards purchasing more advanced hemodynamic assessment technology to support our critically ill patients.